Event description:
It was reported that the dragonfly catheter was used with a bmw guide wire but after scanning it was not possible to remove the device from the patient anatomy and it had to be removed along with the bmw guide wire. The physician thought the issue may have been due to the guide wire port because the bmw guide wire was able to be removed from the dragonfly opstar catheter outside of the patient anatomy and only from the tip of the catheter. The procedure was completed without oct. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The dragonfly opstar referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. It is possible that interaction with the anatomy and/or manipulation of devices resulted in comprising the dragonfly catheter; thus resulting in the reported difficult to remove the guide wire; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficult to remove cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3: device return status updated from returning to not returning.